Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode presented to the hospital due to pain. It was discovered that there was pocket erosion and infection. The electrode was pulled back to the pocket with the distal electrode at the xiphoid. The s-ICD and electrode were explanted. The patient was provided a life vest until another system is able to be re-implanted.